Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy surgery, while resecting stomach, the device was not able to fire. The green button was pressed but the surgeon was unable to squeeze the handle. The devices were replaced to complete the surgery. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a single use loading unit. It was observed that the instrument was able to be cycled without pressing the green firing button. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was fractured. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. The investigation detected a secondary condition of a broken grasping mechanism that has no relationship to the reported condition. If information is provided in the future, a supplemental report will be issued.